Event description:
(B)(4). It was reported post percutaneous coronary intervention, angina and in stent restenosis occurred. In (B)(6) 2012, patient presented with recurrent aching anterior chest discomfort, radiating to the left upper extremity and neck, which was subsequently diagnosed as unstable angina. Patient also had an abnormal nuclear stress test with evidence of lateral and inferolateral ischemia. Hence, the patient was referred for cardiac catheterization. Coronary angiography revealed 50-75% ostial stenosis; 90-99% in-stent restenosis at the distal end of the previously placed unknown stent located in the left circumflex artery and 50-60% proximal stenosis; 50-60% mid stenosis located in the right coronary artery. On the 14th day of admission, index procedure was performed. The target lesion #1 was a totally occluded in-stent re-stenotic target lesion of a previously placed unknown stent was located in 1st obtuse marginal branch with 100% stenosis and was 12 mm long with a reference vessel diameter of 3.1 mm. The physician treated the lesion with pre-dilation and placement of 16mm x 3.00mm ion stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo ostial lesion located in the proximal left circumflex (lcx) artery with 75% stenosis and was 12 mm long with a reference vessel diameter of 3.1 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was a de-novo lesion located in the mid right coronary artery (rca) with 60% stenosis and was 20 mm long with a reference vessel diameter of 2.9 mm. Target lesion #3 was treated with direct stent placement using a 2.75 mm x 24 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. Target lesion #4 was a de-novo lesion located in the proximal rca with 60% stenosis and was 17 mm long with a reference vessel diameter of 2.9 mm. Target lesion #4 was treated with direct stent placement using a 2.75 mm x 20 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. One day post procedure, patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with stable angina and was experiencing dyspnea with minimal exertion along with dizziness. The patient was hospitalized on the same day. Coronary angiography revealed 95% focal mid in-stent restenosis in previously implanted 16mm x 3.00mm ion stent located in 1st obtuse marginal. The physician treated the lesion with balloon angioplasty treatment procedure and placement of a 2.75 mm x12 mm promus element plus stent. Post procedure, the residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects and patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).